Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream pressure test several times on multiple lines. Pressure is in the medium setting and is failing at 21. 3-22. 9. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device "failed downstream pressure test multiple times" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor being out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.